Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was attempted using a watchman fxd curve access system (was). After completion of the transeptal puncture, multiple attempts were made to advance the was and pigtail catheter into the laa. A pericardial effusion was identified on the right side of the heart. Two (2) attempts were made to complete a pericardiocentesis with no blood able to be removed on either attempt. The laa closure procedure was aborted, and the patient was administered protamine. The pericardial effusion was monitored via transesophageal echocardiogram (tee) for thirty (30) minutes during which the patient remained stable. The patient fully recovered and was discharged.